Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate electric shocks during two stored treated episodes. Technical services (ts) analyzed device episode data and determined that the inappropriate shocks were due to double counting of the qrs complex and t-waves. Ts recommended in-clinic testing including exercise test. The device was interrogated by the following physician who thought the patient experienced atrial flutter with rapid ventricular response (rvr). This s-ICD was reprogrammed. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.